Event description:
It was reported that a patient was admitted early on the morning of the date of this report with signs of overdose. The patient had been obtunded. The pump programming was unchanged since (B)(6) 2015 when the pump was replaced. The cause of the issue had not been determined. The healthcare professional (hcp) originally planned turned the pump to the minimum rate and when he evaluated the patient, but when the hcp saw the patient in the intensive care unit on (B)(6) 2015 he decided not to turn the pump to minimum rate, and pump programming remained at 1.4mg. It was determined that the patient self-medicated with oral pain medications after discharge from their pump revision. The patient was discharged from the ICU on the (B)(6) 2015 and was doing well now. The pump was used to infuse dilaudid (hydromorphone). Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8711, lot# serial# unknown, : product type: catheter. (B)(4).